Manufacturer narrative:
Investigation: DHR was reviewed and there was no ncp or any qn was reported in DHR while batch was being produced. No sample or photo was returned for investigation. The complaint could not be confirmed and a root cause could not be determined.

Event description:
It was reported that the bd discardit ii¿ syringe plunger broke during use while withdrawing it. The customer reported 3 occurrences of this event. The following information was provided by the initial reporter: "discardit 2ml is paining and pluncher is breaking while withdrawing."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit ii¿ syringe plunger broke during use while withdrawing it. The customer reported 3 occurrences of this event. The following information was provided by the initial reporter: "discardit 2ml is paining and pluncher is breaking while withdrawing".